Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code c19 as a result of the completion of a DHR review. H.6. Type of investigation code updated to code b14 with completion of phr review. H.6. Investigation conclusions: code d16 updated to code d15 and d12. H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient was treated for an abdominal aortic aneurysm. The physician implanted three gore® excluder® aaa endoprostheses, and three gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2023 the patient was treated for a type ia endoleak and a type ib endoleak. The type ia was treated with another manufacturers device, and the type ib was treated with two excluder limbs. The patient tolerated the procedure. The physician believes the endoleaks were caused by migration and aneurysm enlargement.